Event description:
A customer reported experiencing an alarm 2 followed by alarm 26 related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to take steps such as loosening and tightening connections and delivering boluses, which initially resulted in recurring occlusion alarms. Subsequently, the customer replaced the cartridge and successfully delivered a 9-unit bolus.